Event description:
It was reported that the wheels on the us imaging table would not lock and the pt fell when transferring from table to stretcher. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was discovered that the wheel locks were known to be broken and the pt transfer was attempted with only one operator. Two casters were found with broken locks, all four casters will be replaced. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.